Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) monitor went blank.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component codes and investigation conclusions) h10. Additional contact information:(B)(6). A getinge field service engineer (fse) could not duplicate monitor error replaced display as an precautionary measure and performed passing functional checkout. Unit returned to service. The failure analysis and testing dept. Received display w/rtv bead seal with a reported unit failure of monitor went blank. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed display w/rtv bead seal into the cs300 test fixture serial number and tested the display to factory specifications per the cs300 service manual part number 0070-00-0689 rev. W. The fat could not verify the failure of the monitor going blank. The display passed testing. Retaining the display in the fat per procedure number 0002-07-d008 rev.aq. The non-conformances with the returned components were not identified. However, the root cause or the most probable root cause is not confirmed.

Event description:
N/a.

Event description:
It was reported that during routine check, the cs300 intra-aortic balloon pump (iabp) monitor went blank. There was no patient involvement.

Manufacturer narrative:
Updated data: b4,g3,g6,h2,h10,h11. Corrected data: b5,b6,b7,d10,h6(clinical & impact).